Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), arthralgia ("joint pain"), muscular weakness ("muscle weakness"), migraine ("migraines"), vaginal disorder ("frequent vaginosis") and pain ("pain"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, depression, anxiety, insomnia, arthralgia, muscular weakness, migraine, vaginal disorder and pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, depression, genital haemorrhage, insomnia, migraine, muscular weakness, pain and vaginal disorder to be related to essure. Further company follow-up with the lawyers is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and cyst ('cyst') in a 38-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, ovarian cyst, heartburn, urinary incontinence, muscle weakness, loss of energy, polymenorrhoea and pelvic adhesions. Concomitant products included alprazolam (xanax), ascorbic acid, escitalopram oxalate (lexapro), oxybutynin, pyridoxine hydrochloride (vitamin b6) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), psoriasis ("rashes or skin conditions type: psoriasis"), rash ("rashes all over body"), nausea ("nausea monthly concurrent with cycle"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced arthralgia ("joint pain"), muscular weakness ("muscle weakness"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), asthenia ("loss of energy , progressive kept getting worse overtime.") And arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), migraine ("migraines"), bacterial vaginosis ("frequent vaginosis"), allergy to metals ("nickel allergy"), rash macular ("rashes or skin conditions type: red dots"), urinary tract infection ("bladder or urinary problems or changes"), myalgia ("muscle aches"), vulvovaginal pain ("vaginal pain"), headache ("head pain"), pain of skin ("skin pain"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), rash pruritic ("itchy skin rash"), swelling ("swelling"), flatulence ("gas pain"), vitamin b12 deficiency ("im short b12"), back pain ("back pain"), cyst (seriousness criterion medically significant), dry skin ("dry skin"), incontinence ("bad incontinence"), mood swings ("bad mood swings"), menopausal symptoms ("menopausal symptoms"), musculoskeletal stiffness ("muscle stiffness"), lack of libido ("lack of sexual interest"), rash papular ("raised dry bumps"), constipation ("constipation"), vaginal infection ("post op vaginal infection"), device expulsion ("found in my uterus not in my tube."), suicidal ideation ("suicidal thought"), pruritus ("itching mostly. Very uncomfortable"), diarrhoea ("I had diarrhoea for 4 weeks"), gastrointestinal motility disorder ("bowel movement normal"), nipple pain ("I now get sensitivity on my nipplles I never had before") and loss of libido ("loss of libido") and was found to have weight increased ("gained 30 lbs") and weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with unilateral salpingectomy) and cyst removed. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, insomnia, arthralgia, muscular weakness, migraine, psoriasis, allergy to metals, rash, rash macular, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, fatigue, myalgia, asthenia, headache, pain of skin, vitamin b12 deficiency, back pain, cyst, incontinence, mood swings, musculoskeletal stiffness, rash papular, constipation, device expulsion, suicidal ideation, pruritus, diarrhoea, nipple pain, loss of libido and weight decreased outcome was unknown, the genital haemorrhage, bacterial vaginosis, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, vulvovaginal pain, menopausal symptoms, lack of libido and gastrointestinal motility disorder had resolved, the alopecia had not resolved and the depression, anxiety, memory impairment, feeling abnormal, rash pruritic, swelling, flatulence and weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, asthenia, back pain, bacterial vaginosis, constipation, cyst, depression, device expulsion, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, gastrointestinal motility disorder, genital haemorrhage, headache, incontinence, insomnia, lack of libido, memory impairment, menopausal symptoms, menorrhagia, migraine, mood swings, muscular weakness, musculoskeletal stiffness, myalgia, nausea, nipple pain, pain of skin, pelvic pain, pruritus, psoriasis, rash, rash macular, rash papular, rash pruritic, suicidal ideation, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency, vulvovaginal pain, weight decreased, weight increased and loss of libido to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 727087 manufacturing date: 2010-03 expiration date: 2013-03. Concerning the injuries reported in this case, the following ones were reported via social media : vitamin b12 deficiency, back pain, cyst, dry skin, incontinence, mood swings, menopausal symptoms, musculoskeletal stiffness, loss of libido, weight increased, bacterial vaginosis, rash popular, constipation, pruritus, diarrhoea, gastrointestinal motility disorder, nipple pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and cyst ('cyst') in a 38-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, ovarian cyst, heartburn, urinary incontinence, muscle weakness, loss of energy, polymenorrhoea and pelvic adhesions. Concomitant products included alprazolam (xanax), ascorbic acid, escitalopram oxalate (lexapro), oxybutynin, pyridoxine hydrochloride (vitamin b6) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), psoriasis ("rashes or skin conditions type: psoriasis"), rash ("rashes all over body"), nausea ("nausea monthly concurrent with cycle"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced arthralgia ("joint pain"), muscular weakness ("muscle weakness"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), asthenia ("loss of energy , progressive kept getting worse overtime.") And arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), migraine ("migraines"), bacterial vaginosis ("frequent vaginosis"), allergy to metals ("nickel allergy"), rash macular ("rashes or skin conditions type: red dots"), urinary tract infection ("bladder or urinary problems or changes"), myalgia ("muscle aches"), vulvovaginal pain ("vaginal pain"), headache ("head pain"), pain of skin ("skin pain"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), rash pruritic ("itchy skin rash"), swelling ("swelling"), flatulence ("gas pain"), vitamin b12 deficiency ("im short b12"), back pain ("back pain"), cyst (seriousness criterion medically significant), dry skin ("dry skin"), incontinence ("bad incontinence"), mood swings ("bad mood swings"), menopausal symptoms ("menopausal symptoms"), musculoskeletal stiffness ("muscle stiffness"), lack of libido ("lack of sexual interest"), rash papular ("raised dry bumps"), constipation ("constipation"), vaginal infection ("post op vaginal infection"), device expulsion ("found in my uterus not in my tube."), suicidal ideation ("suicidal thought"), pruritus ("itching mostly. Very uncomfortable"), diarrhoea ("I had diarrhoea for 4 weeks"), gastrointestinal motility disorder ("bowel movement normal"), nipple pain ("I now get sensitivity on my nipples I never had before") and loss of libido ("loss of libido") and was found to have weight increased ("gained 30 lbs") and weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with unilateral salpingectomy) and cyst removed. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, insomnia, arthralgia, muscular weakness, migraine, psoriasis, allergy to metals, rash, rash macular, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, fatigue, myalgia, asthenia, headache, pain of skin, vitamin b12 deficiency, back pain, cyst, incontinence, mood swings, musculoskeletal stiffness, rash papular, constipation, device expulsion, suicidal ideation, pruritus, diarrhoea, nipple pain, loss of libido and weight decreased outcome was unknown, the genital haemorrhage, bacterial vaginosis, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, vulvovaginal pain, menopausal symptoms, lack of libido and gastrointestinal motility disorder had resolved, the alopecia had not resolved and the depression, anxiety, memory impairment, feeling abnormal, rash pruritic, swelling, flatulence and weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, asthenia, back pain, bacterial vaginosis, constipation, cyst, depression, device expulsion, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, gastrointestinal motility disorder, genital haemorrhage, headache, incontinence, insomnia, lack of libido, memory impairment, menopausal symptoms, menorrhagia, migraine, mood swings, muscular weakness, musculoskeletal stiffness, myalgia, nausea, nipple pain, pain of skin, pelvic pain, pruritus, psoriasis, rash, rash macular, rash papular, rash pruritic, suicidal ideation, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency, vulvovaginal pain, weight decreased, weight increased and loss of libido to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number:727087 manufacture date:2010-03 ,expiration date:2013-03 concerning the injuries reported in this case, the following ones were reported via social media : vitamin b12 deficiency, back pain, cyst, dry skin, incontinence, mood swings, menopausal symptoms, musculoskeletal stiffness, loss of libido, weight increased, bacterial vaginosis, rash popular, constipation, pruritus, diarrhoea, gastrointestinal motility disorder, nipple pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: loss of libido event and weight loss event added. On 20-mar-2020: reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("excessive bleeding") in a 38-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and hypertension. Concomitant products included alprazolam (xanax), ascorbic acid, escitalopram oxalate (lexapro), oxybutynin, pyridoxine hydrochloride (vitamin b6) and tramadol. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), psoriasis ("rashes or skin conditions type: psoriasis"), rash generalised ("rashes all over body"), nausea ("nausea monthly concurrent with cycle"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient experienced arthralgia ("joint pain"), muscular weakness ("muscle weakness"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), asthenia ("loss of energy , progressive kept getting worse overtime.") And arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), migraine ("migraines"), vaginal disorder ("frequent vaginosis"), allergy to metals ("nickel allergy"), rash macular ("rashes or skin conditions type: red dots"), urinary tract infection ("bladder or urinary problems or changes"), myalgia ("muscle aches"), vulvovaginal pain ("vaginal pain"), headache ("head pain"), pain of skin ("skin pain"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), rash pruritic ("itchy skin rash") and swelling ("swelling"). The patient was treated with surgery (B)(6)2017, hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, insomnia, arthralgia, muscular weakness, migraine, pelvic pain, vaginal haemorrhage, menorrhagia, psoriasis, allergy to metals, rash generalised, rash macular, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, fatigue, myalgia, asthenia, vulvovaginal pain, headache and pain of skin outcome was unknown, the depression, anxiety, memory impairment, feeling abnormal, rash pruritic and swelling was resolving and the vaginal disorder and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, memory impairment, menorrhagia, migraine, muscular weakness, myalgia, nausea, pain of skin, pelvic pain, psoriasis, rash generalised, rash macular, rash pruritic, swelling, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received lot number added. Events "abnormal bleeding (vaginal, menorrhagia), psoriasis and nickel allergy rashes all over body and red dots, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge , fatigue , muscle aches, loss of energy, recurrent uti, arthritis, vaginal pain, head pain, skin pain, skin rashes itchy and swelling, forgetfulness, brain fog" were added. Outcome of event " vaginal discharge and vaginosis" were updated as recovered. And skin rashes itchy and swelling, forgetfulness, brain fog, depression , anxiety" were updated as recovering. Patient, product and reporter information were added. Patient aka name, concomitant drug and medical history were added. Lab data added. Incident: we received a lot number. A technical. Investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('excessive bleeding') in a 38-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, ovarian cyst, heartburn, urinary incontinence, muscle weakness, loss of energy, polymenorrhoea and pelvic adhesions. Concomitant products included alprazolam (xanax), ascorbic acid, escitalopram oxalate (lexapro), oxybutynin, pyridoxine hydrochloride (vitamin b6) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), psoriasis ("rashes or skin conditions type: psoriasis"), rash ("rashes all over body"), nausea ("nausea monthly concurrent with cycle"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In december 2010, the patient experienced arthralgia ("joint pain"), muscular weakness ("muscle weakness"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), asthenia ("loss of energy , progressive kept getting worse overtime.") And arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), migraine ("migraines"), bacterial vaginosis ("frequent vaginosis"), allergy to metals ("nickel allergy"), rash macular ("rashes or skin conditions type: red dots"), urinary tract infection ("bladder or urinary problems or changes"), myalgia ("muscle aches"), vulvovaginal pain ("vaginal pain"), headache ("head pain"), pain of skin ("skin pain"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), rash pruritic ("itchy skin rash"), swelling ("swelling") and flatulence ("gas pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2017 . At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, insomnia, arthralgia, muscular weakness, migraine, pelvic pain, vaginal haemorrhage, menorrhagia, psoriasis, allergy to metals, rash, rash macular, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, fatigue, myalgia, asthenia, vulvovaginal pain, headache and pain of skin outcome was unknown, the depression, anxiety, memory impairment, feeling abnormal, rash pruritic, swelling and flatulence was resolving and the bacterial vaginosis and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, asthenia, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, insomnia, memory impairment, menorrhagia, migraine, muscular weakness, myalgia, nausea, pain of skin, pelvic pain, psoriasis, rash, rash macular, rash pruritic, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 727087 manufacture date:2010-03 ,expiration date:2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-nov-2019: social media received- new event gas pain was added.outcome of event gas pain from unknown to recovering/resolving was updated.reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and cyst ('cyst') in a 38-year-old female patient who had essure (batch no: 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, ovarian cyst, heartburn, urinary incontinence, muscle weakness, loss of energy, polymenorrhoea and pelvic adhesions. Concomitant products included alprazolam (xanax), ascorbic acid, escitalopram oxalate (lexapro), oxybutynin, pyridoxine hydrochloride (vitamin b6) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), psoriasis ("rashes or skin conditions type: psoriasis"), rash ("rashes all over body"), nausea ("nausea monthly concurrent with cycle"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced arthralgia ("joint pain"), muscular weakness ("muscle weakness"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), asthenia ("loss of energy , progressive kept getting worse overtime.") And arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), migraine ("migraines"), bacterial vaginosis ("frequent vaginosis"), allergy to metals ("nickel allergy"), rash macular ("rashes or skin conditions type: red dots"), urinary tract infection ("bladder or urinary problems or changes"), myalgia ("muscle aches"), vulvovaginal pain ("vaginal pain"), headache ("head pain"), pain of skin ("skin pain"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), rash pruritic ("itchy skin rash"), swelling ("swelling"), flatulence ("gas pain"), vitamin b12 deficiency ("im short b12"), back pain ("back pain"), cyst (seriousness criterion medically significant), dry skin ("dry skin"), incontinence ("bad incontinence"), mood swings ("bad mood swings"), menopausal symptoms ("menopausal symptoms"), musculoskeletal stiffness ("muscle stiffness"), lack of libido ("lack of sexual interest"), rash papular ("raised dry bumps"), constipation ("constipation"), vaginal infection ("post op vaginal infection"), device expulsion ("found in my uterus not in my tube."), suicidal ideation ("suicidal thought"), pruritus ("itching mostly. Very uncomfortable"), diarrhoea ("I had diarrhoea for 4 weeks"), gastrointestinal motility disorder ("bowel movement normal"), nipple pain ("I now get sensitivity on my nipplles I never had before") and loss of libido ("loss of libido") and was found to have weight increased ("gained 30 lbs") and weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy with unilateral salpingectomy) and cyst removed. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, insomnia, arthralgia, muscular weakness, migraine, psoriasis, allergy to metals, rash, rash macular, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, fatigue, myalgia, asthenia, headache, pain of skin, vitamin b12 deficiency, back pain, cyst, incontinence, mood swings, musculoskeletal stiffness, rash papular, constipation, device expulsion, suicidal ideation, pruritus, diarrhoea, nipple pain, loss of libido and weight decreased outcome was unknown, the genital haemorrhage, bacterial vaginosis, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, vulvovaginal pain, menopausal symptoms, lack of libido and gastrointestinal motility disorder had resolved, the alopecia had not resolved and the depression, anxiety, memory impairment, feeling abnormal, rash pruritic, swelling, flatulence and weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, asthenia, back pain, bacterial vaginosis, constipation, cyst, depression, device expulsion, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, gastrointestinal motility disorder, genital haemorrhage, headache, incontinence, insomnia, lack of libido, memory impairment, menopausal symptoms, menorrhagia, migraine, mood swings, muscular weakness, musculoskeletal stiffness, myalgia, nausea, nipple pain, pain of skin, pelvic pain, pruritus, psoriasis, rash, rash macular, rash papular, rash pruritic, suicidal ideation, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency, vulvovaginal pain, weight decreased, weight increased and loss of libido to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Lot number: 727087, manufacture date:2 010-03, expiration date:2013-03. Concerning the injuries reported in this case, the following ones were reported via social media : vitamin b12 deficiency, back pain, cyst, dry skin, incontinence, mood swings, menopausal symptoms, musculoskeletal stiffness, loss of libido, weight increased, bacterial vaginosis, rash popular, constipation, pruritus, diarrhoea, gastrointestinal motility disorder, nipple pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: loss of libido event and weight loss event added. On 20-mar-2020: reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("excessive bleeding") in a 38-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, ovarian cyst, heartburn, urinary incontinence, muscle weakness, loss of energy, polymenorrhoea and pelvic adhesions. Concomitant products included alprazolam (xanax), ascorbic acid, escitalopram oxalate (lexapro), oxybutynin, pyridoxine hydrochloride (vitamin b6) and tramadol. On(B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), psoriasis ("rashes or skin conditions type: psoriasis"), rash generalised ("rashes all over body"), nausea ("nausea monthly concurrent with cycle"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced arthralgia ("joint pain"), muscular weakness ("muscle weakness"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), asthenia ("loss of energy , progressive kept getting worse overtime.") And arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), migraine ("migraines"), bacterial vaginosis ("frequent vaginosis"), allergy to metals ("nickel allergy"), rash macular ("rashes or skin conditions type: red dots"), urinary tract infection ("bladder or urinary problems or changes"), myalgia ("muscle aches"), vulvovaginal pain ("vaginal pain"), headache ("head pain"), pain of skin ("skin pain"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), rash pruritic ("itchy skin rash") and swelling ("swelling"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, insomnia, arthralgia, muscular weakness, migraine, pelvic pain, vaginal haemorrhage, menorrhagia, psoriasis, allergy to metals, rash generalised, rash macular, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, fatigue, myalgia, asthenia, vulvovaginal pain, headache and pain of skin outcome was unknown, the depression, anxiety, memory impairment, feeling abnormal, rash pruritic and swelling was resolving and the bacterial vaginosis and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, asthenia, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, memory impairment, menorrhagia, migraine, muscular weakness, myalgia, nausea, pain of skin, pelvic pain, psoriasis, rash generalised, rash macular, rash pruritic, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number:727087 manufacture date:2010-03 ,expiration date:2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and cyst ('cyst') in a 38-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, ovarian cyst, heartburn, urinary incontinence, muscle weakness, loss of energy, polymenorrhoea and pelvic adhesions. Concomitant products included alprazolam (xanax), ascorbic acid, escitalopram oxalate (lexapro), oxybutynin, pyridoxine hydrochloride (vitamin b6) and tramadol. On (B)(6) 2010, the patient had essure inserted. In october 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), psoriasis ("rashes or skin conditions type: psoriasis"), rash ("rashes all over body"), nausea ("nausea monthly concurrent with cycle"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In december 2010, the patient experienced arthralgia ("joint pain"), muscular weakness ("muscle weakness"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), asthenia ("loss of energy , progressive kept getting worse overtime.") And arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), migraine ("migraines"), bacterial vaginosis ("frequent vaginosis"), allergy to metals ("nickel allergy"), rash macular ("rashes or skin conditions type: red dots"), urinary tract infection ("bladder or urinary problems or changes"), myalgia ("muscle aches"), vulvovaginal pain ("vaginal pain"), headache ("head pain"), pain of skin ("skin pain"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), rash pruritic ("itchy skin rash"), swelling ("swelling"), flatulence ("gas pain"), vitamin b12 deficiency ("im short b12"), back pain ("back pain"), cyst (seriousness criterion medically significant), dry skin ("dry skin"), incontinence ("bad incontinence"), mood swings ("bad mood swings"), menopausal symptoms ("menopausal symptoms"), musculoskeletal stiffness ("muscle stiffness"), loss of libido ("lack of sexual interest"), rash papular ("raised dry bumps"), constipation ("constipation"), vaginal infection ("post op vaginal infection"), device expulsion ("found in my uterus not in my tube.") And suicidal ideation ("suicidal thought") and was found to have weight increased ("gained 30 lbs"). The patient was treated with surgery (B)(6) 2017, hysterectomy with unilateral salpingectomy) and cyst removed. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, insomnia, arthralgia, muscular weakness, migraine, pelvic pain, vaginal haemorrhage, menorrhagia, psoriasis, allergy to metals, rash, rash macular, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, fatigue, myalgia, asthenia, vulvovaginal pain, headache, pain of skin, vitamin b12 deficiency, back pain, cyst, incontinence, mood swings, menopausal symptoms, musculoskeletal stiffness, rash papular, constipation, device expulsion and suicidal ideation outcome was unknown, the depression, anxiety, memory impairment, feeling abnormal, rash pruritic, swelling, flatulence and weight increased was resolving and the bacterial vaginosis, vaginal discharge and loss of libido had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, asthenia, back pain, bacterial vaginosis, constipation, cyst, depression, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, incontinence, insomnia, loss of libido, memory impairment, menopausal symptoms, menorrhagia, migraine, mood swings, muscular weakness, musculoskeletal stiffness, myalgia, nausea, pain of skin, pelvic pain, psoriasis, rash, rash macular, rash papular, rash pruritic, suicidal ideation, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number:727087 manufacture date:2010-03 ,expiration date:2013-03. Concerning the injuries reported in this case, the following ones were reported via social media : vitamin b12 deficiency, back pain, cyst, dry skin, incontinence, mood swings, menopausal symptoms, musculoskeletal stiffness, loss of libido, weight increased, bacterial vaginosis, rash popular, constipation quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event : im short b12, back pain, cyst, dry skin, bad incontinence, bad mood swings, menopausal symptoms, muscle stiffness, lack of sexual interest, gained 30 lbs, bacterial vaginosis, raised dry bumps, constipation, suicidal thought , device expulsion, and vaginal infection added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and cyst ('cyst') in a 38-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, ovarian cyst, heartburn, urinary incontinence, muscle weakness, loss of energy, polymenorrhoea and pelvic adhesions. Concomitant products included alprazolam (xanax), ascorbic acid, escitalopram oxalate (lexapro), oxybutynin, pyridoxine hydrochloride (vitamin b6) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), psoriasis ("rashes or skin conditions type: psoriasis"), rash ("rashes all over body"), nausea ("nausea monthly concurrent with cycle"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced arthralgia ("joint pain"), muscular weakness ("muscle weakness"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), asthenia ("loss of energy , progressive kept getting worse overtime.") And arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), migraine ("migraines"), bacterial vaginosis ("frequent vaginosis"), allergy to metals ("nickel allergy"), rash macular ("rashes or skin conditions type: red dots"), urinary tract infection ("bladder or urinary problems or changes"), myalgia ("muscle aches"), vulvovaginal pain ("vaginal pain"), headache ("head pain"), pain of skin ("skin pain"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), rash pruritic ("itchy skin rash"), swelling ("swelling"), flatulence ("gas pain"), vitamin b12 deficiency ("im short b12"), back pain ("back pain"), cyst (seriousness criterion medically significant), dry skin ("dry skin"), incontinence ("bad incontinence"), mood swings ("bad mood swings"), menopausal symptoms ("menopausal symptoms"), musculoskeletal stiffness ("muscle stiffness"), loss of libido ("lack of sexual interest"), rash papular ("raised dry bumps"), constipation ("constipation"), vaginal infection ("post op vaginal infection"), device expulsion ("found in my uterus not in my tube."), suicidal ideation ("suicidal thought"), pruritus ("itching mostly. Very uncomfortable"), diarrhoea ("I had diarrhoea for 4 weeks"), gastrointestinal motility disorder ("bowel movement normal") and nipple pain ("I now get sensitivity on my nipplles I never had before") and was found to have weight increased ("gained 30 lbs"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with unilateral salpingectomy) and cyst removed. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, insomnia, arthralgia, muscular weakness, migraine, psoriasis, allergy to metals, rash, rash macular, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, fatigue, myalgia, asthenia, headache, pain of skin, vitamin b12 deficiency, back pain, cyst, incontinence, mood swings, musculoskeletal stiffness, rash papular, constipation, device expulsion, suicidal ideation, pruritus, diarrhoea and nipple pain outcome was unknown, the genital haemorrhage, bacterial vaginosis, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, vulvovaginal pain, menopausal symptoms, loss of libido and gastrointestinal motility disorder had resolved, the alopecia had not resolved and the depression, anxiety, memory impairment, feeling abnormal, rash pruritic, swelling, flatulence and weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, asthenia, back pain, bacterial vaginosis, constipation, cyst, depression, device expulsion, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, gastrointestinal motility disorder, genital haemorrhage, headache, incontinence, insomnia, loss of libido, memory impairment, menopausal symptoms, menorrhagia, migraine, mood swings, muscular weakness, musculoskeletal stiffness, myalgia, nausea, nipple pain, pain of skin, pelvic pain, pruritus, psoriasis, rash, rash macular, rash papular, rash pruritic, suicidal ideation, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number:727087 manufacture date:2010-03 ,expiration date:2013-03. Concerning the injuries reported in this case, the following ones were reported via social media : vitamin b12 deficiency, back pain, cyst, dry skin, incontinence, mood swings, menopausal symptoms, musculoskeletal stiffness, loss of libido, weight increased, bacterial vaginosis, rash popular, constipation, pruritus, diarrhoea, gastrointestinal motility disorder, nipple pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media received; new events pruritus, diarrhoea, gastrointestinal motility disorder, nipple pain were added. Outcomes were added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.